Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: leakage was discovered at the valve during chemotherapy administration. The valve was immediately replaced with a new one, and the chemotherapy was continued. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400429435. Two (2) used caresite valves were returned in connection with this complaint. Visual examination of the returned valves noted vertical cracks on the female threads. No other visual defects were noted. The valves were pressure tested per specification with failing results. Leakage was spotted at the vertical cracks found on the female threads. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.